Manufacturer narrative:
Na

Event description:
During surgery, the surgeon placed the u-lag screw into the pt's bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. The u-blade stopped short of the final position. Thus the surgeon extracted the u-blade and when the surgeon extracted u-blade, it was broken.